Event description:
Case description has been updated: it was reported that the procedure was to treat the left main and the left anterior descending artery. An unspecified xience sierra stent was implanted; however, after deployment the stent was noted to be malapposed to the vessel wall. Therefore, post-dilatation was done with a 4.0 mm non-abbott bdc. However, there was excessive post-dilatation which caused a mid-edge perforation in the implanted stent area. Therefore, a guide liner and a 2.8 x 16 mm graftmaster covered stent were inserted. The covered stent was inflated at 9 atmospheres; however, it was not possible to inflate the stent at all. Therefore, the indeflator was changed but the same issue occurred. All the devices, except for the implanted xience sierra stent, were then removed as a single unit. Angiography was then performed and a perforation was not noted anymore as the perforation sealed itself. Therefore, no treatment was provided and the patient was discharged (date unknown). There was no adverse patient sequela reported. No additional information was provided. Returned device analysis revealed that there was peeling material on the balloon; however, follow-up with the site reported that there was no balloon material left inside the anatomy. Additionally, the balloon peeling was not noted during or after the procedure when the device was returned.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to deploy. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Medical devices: inflation: indeflator; guide cath: guideliner. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The graftmaster device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. An unspecified xience stent was implanted and excessive post-dilatation was performed with a 4.0 mm non-abbott balloon dilatation catheter (bdc). This excessive post-dilatation from the bdc caused a mid-edge perforation in the implanted stent area. Therefore, a guide liner and a 2.8 x 16 mm graftmaster covered stent were inserted. The covered stent was inflated at 9 atmospheres; however, it was not possible to inflate the stent at all. Therefore, the indeflator was changed but the same issue occurred. All the devices, except for the implanted xience stent, were then removed as a single unit. Angiography was then performed and it could not be confirmed that there was a perforation; therefore, no treatment was provided. Returned device analysis revealed that there was peeling material on the balloon. There was no adverse patient sequela reported. No additional information was provided.